Manufacturer narrative:
It was previously reported that the device would not be returned. However, the device has since been provided for evaluation. This report has been updated to reflect the corrected information. The device has been returned. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found, then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device discarded.

Event description:
Device malfunction. During catheterization, it was impossible to get a pressure information. Use of another device. No patient consequences. Per affiliate, device discarded.

Manufacturer narrative:
Updated UDI -- (B)(4). The device was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality specification prior to distribution. Evaluation of the returned device found no visible damage to the sensor, catheter material or connector. The device passed all electronic, noise, and signal drift tests. Internal calibration and linearity/hysteresis tests were not possible due to the device being returned in a drainage tube. Based on their evaluation, the supplier was not able to confirm the reported issue. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.